Event description:
Procedure: lap chole. According to the reporter: the customer informs that (B)(6) female patient was operated on (B)(6) in a laparoscopic cholecystectomy in ambulatory surgery regime. Gallbladder with no issues. It was a minor laparoscopic procedure. Once the calot triangle was exposed they proceeded to its resection and identified the cystic conduct and artery. In both structures two 5mm-clips were placed. Patient was discharged from hospital same day. On (B)(6) (9 days after the surgery) patient was readmitted in the hospital due to concerns from the 7th day after the surgery to sudden abdominal pain, which made them suspect in "coleperitoneum". She was made a CT scan confirming the diagnosis. She went under surgery on (B)(6) and it is seen in the examination loose bile in the abdomen. There was bile coming out from the hepatic pedicle and they could not see the clips. She was placed a drain and on (B)(6) it was performed a cholangiography with perfect bilious tract and leakage was observed in the "cystic duct stump." The patient is still at hospital with biliary fistula but progressing well.

Manufacturer narrative:
(B)(4)